Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (02) exactamix 500 ml eva tpn bags had foreign matter at an unspecified location. This was noticed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: two (02) actual devices were received for evaluation. The returned samples were inspected, and dark particle spot were identified. The particles were embedded in the outside of the bag. The reported condition was verified. The cause of the issue could not be determined. However, possibly inherent to contamination during the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.